Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had flashing display. Customer's blood glucose was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan. Replacement pump will be sent.

Manufacturer narrative:
After battery installation device gave an unexpected blank or white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to verify missing segments, partial display or low transmitter alarm due to display anomaly.